Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician found that the cutting wire orientation was incorrect with respect to the plastic tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3009 captures the reportable event of cutting wire orientation. Block h10: the returned device was analyzed, and a visual evaluation noted that the initial orientation was found out of specifications,. Additionally, the exposed cutting wire was found bent. The reported event was confirmed. Exposed cutting wire bent directly affects functionality of the product causing the incorrect orientation. The device was introduced into the scope and initial tip orientation was found out of specification needing rotation of the handle, this failure found could be caused during manipulation of the device or due to the interaction with the endoscope or with other devices during procedure. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician found that the cutting wire orientation was incorrect with respect to the plastic tip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.